Event description:
It was reported that an infusor lv5 was observed to backflow from the fill port. This was observed while filling the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.